Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code (B)(6) captures the reportable event o bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, after applying suction onto the tissue, when attempting to deploy the bands, the bands would not deploy off the ligator cap. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.